Event description:
Caller states that the device read >600 mg/dl, but the numeric reading range of the device is 10 mg/dl to 600 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent. No info reported to indicate where issue was discovered.